Manufacturer narrative:
Product complaint # (B)(4). Investigation summary ==> no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Device was used for treatment, not diagnosis. This report is for an unknown device/unknown lot. Part and lot number are unknown; UDI number is unknown. (B)(4).

Event description:
Revision of thr (stem head only): srom stem and femoral head explanted and revised to zimmer wagner cone stem. Reason for revision - pain - stem lose. Surgeon commented that stem had been in situ for ~9 years and believes the issue has been caused by poor component positioning/alignment stem a head explanted and not available for return. Explanation and revision procedure completed as per plan. No adverse patient event to report. Impacted product:  unknown jrn: 1 x srom stem; unknown jrn: 1 x biolox fem head; unknown jrn: 1 x srom proximal body sleeve.